Event description:
Revision surgery of hip prosthesis due to dislocation occurred on (B)(6) 2019. Primary surgery was performed on (B)(6) 2017: this was a revision of lima's competitor implant. At that time, a lima revision femoral neck + femoral stem + cocrmo femoral head were implanted. During the revision surgery performed on (B)(6) 2019, surgeon decided to remove all the previously implanted components even if the stem appeared to be still well fixed. According to the information reported, the surgeon speculated that increased lumbar lordosis of the patient combined with the acetabular cup (not manufactured by limacorporate) originally implanted a bit too anteverted could have led to dislocation. No patient data (bmi, age, activity level) available.

Manufacturer narrative:
By checking the DHR of the lot #1412680, no anomaly was found on a total of 49 cocrmo femoral heads code 5010.09.323 manufactured with this lot#. First and only complaint received on this specific lot#. Explants were not available to be returned to limacorporate for further analysis. We received some pre-op revision surgery x-rays (exact date unknown) + photos of the explanted items. We requested a case analysis to our medical consultant, who commented: "on the provided pre-revision x-rays indeed both the (acetabular) cup and the stem appear too much anteverted, being a clear explanation for repeated dislocation, requiring revision. Placement of implants is the responsibility of the surgeon; the manufacturer of the implants cannot be held responsible for sub-optimal implantation. The lima stem appears well incorporated, making it quite difficult to remove it. That this was the case may also be concluded from the photos of the explant, where several remnants and scratches indicate seemingly good osseous fixation. It seems clear that the (acetabular) cup had to be exchanged. However, regarding the stem I do not fully understand the decision of the surgeon. As it was a modular implant in my personal opinion it would have been much easier surgery to exchange only the proximal part for correcting anteversion, leaving the well-fixed distal part in situ. Maybe he wanted to avoid mixing of different manufacturers, but for avoiding any further mismatch it would have been reasonable to choose a lima cup for the exchange procedure. Whatever was the reason for going the chosen way, there is no visible reason for suspecting a failure of the lima implant". According to the medical consultant judgement, main reason for the hip dislocation reported was a sub-optimal implantation of the acetabular cup and stem originally performed. This case cannot be classified as product-related. Pms data we are aware of a total of 7 cases of hip dislocation involving a metal femoral head belonging to the family 5010.09.xxx on a total of more than (B)(4) cocrmo femoral heads sold ww since 1994, giving a revision rate of 0,006%. No specific corrective action for this case. Limacorporate will continue monitoring the market.

Manufacturer narrative:
By checking the DHR of the lot #1412680, no anomaly was found on a total of 49 femoral heads code 5010.09.323 manufactured with this lot#. This is the first and only complaint received with this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery of hip prosthesis due to dislocation occurred on (B)(6) 2019. According to the information reported, the surgeon speculated that increased lumbar lordosis of the patient combined with the cup (not manufactured by limacorporate) a bit too anteverted could have led to dislocation. Primary surgery was performed on (B)(6) 2017. Event happened in (B)(6).